Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found records of power on reset. The battery compartment was found to have cracked in the threads area. The threads on the battery cap were found to be stripped. The cap was unable to fully attach to the pump and the pump failed to power up. The reported power issue was verified in the black box and duplicated during the investigation. Using a test battery cap, the pump powered up with auditory and vibratory features. All the keypad buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump casing was opened and evidence of moisture intrusion was found in the pump interior. Additionally, the bolus button cover was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly. The reporter noted that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.